Event description:
It was reported that an asymptomatic patient presented in the emergency room with post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate atp and hv therapy. The oversensing was noted on a stored egm. Reprogramming changes were recommended. It was later reported that the patient expired. There is no allegation from a health professional that the death was related to the device.

Event description:
It was reported that an asymptomatic patient presented in the emergency room with post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate atp and hv therapy. The oversensing was noted on a stored egm. Reprogramming ch...